Manufacturer narrative:
(B)(4) - no known consequences or impact to the patient. Device damaged by another device. Evaluation codes method - lot order search. Results: visual inspection of the returned product showed the optic of the lens was torn and a haptic was torn off and missing. The nosecone of the injector was damaged and there was evidence of a clear surgical residue. A lot order search was performed and showed there was one similar complaint found which was the other lens damaged during this case. Conclusion - (unable to confirm): based on the complaint history, lot order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the tech loaded the aq2015a three piece silicone lens into the epiphany and the injector was overriding and tearing the lenses as the tech attempted to prime the unit. There was not patient contact. Two lenses torn in preparation for this surgery. See MFR report #2023826-2013-00417 for the other incident.

Manufacturer narrative:
(B)(4).